Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) the set would not flush properly. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the extension set would not flush.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) the set would not flush properly. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the extension set would not flush.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 21-dec-2022. Investigation summary one sample (model #me2020) was returned by the customer. It was reported by the customer that the extension set would not flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to and attempted to be flushed with water using a 10ml bd syringe. The fluid seemed to go about halfway through the tubing, but was unable to be flushed all the way. The luer at the end of the tubing was examined under magnification where an occlusion was observed. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. According to the manufacturer, the main factors that can cause occlusion are errors in the sweep time, such as the lack of specification of the time that the tube should be kept in the air fixture. An excess of solvent in the component can also be caused by double gluing. The assembly flow of this model indicates the performance of a flow test to detect possible sets occluded by any of the previously listed activities. However, a high accumulation of material has been observed in the production line that leads to the omission of the occlusion test. The main root causes were determined to be a short sweep time in the tube and incorrect use of the air fixtures. A quality alert was generated to indicate the correct use of the air fixture and avoid accumulation of materials. A device history record review for model me2020 lot number 22099085 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.